Manufacturer narrative:
Add'l info will be submitted within thirty days upon receipt.

Event description:
A report received from a us physician indicated that one of his pts presented with instent thrombosis seventeen months after implantation in the second obtuse marginal of the circumflex. The thrombus was treated by balloon angioplasty. The physician also revealed that plavix was stopped 4 to 3 weeks post procedure and was replaced by pletal for 3 to 4 weeks. Vitorin was discontinued due to allergy.